Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated device. On (B)(6) 2017, the physician identified the patient had aortic neck growth and a type 1a endoleak was developed. The physician also observed aneurysm sac growth. The physician elected to implant a suprarenal aortic extension to seal the endoleak. At the conclusion of the procedure there was no endoleak noted. Post procedure the patient is reported to be in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1a endoleak with aneurysm sac growth. The clinical evaluation additionally identified the following contributing factors to the reported event; off label use due to patient anatomy, non compliance to post operative surveillance, and the presence of thrombus in aortic neck. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.